Event description:
In the process of notifying the pt that the device may be nearing end of service, it was discovered that the pt's device was programmed to off two years ago due to an increase in seizures. Attempts to obtain additional info have been unsuccessful to date.